Event description:
Water intake 1300 16 oz. MRI at about (B)(6) 2019 at 14:00-15:00 mst. Given contrast dye for MRI. Water intake about 16 oz and light dinner at 1900. Sushi, which I often have, first time at this restaurant. Shopping until 2130. Water intake 16oz plus 16oz juice. Drive home arrive home 2300. At 2315 snack: water and cheese, mashed potatoes, salami and olives. Woke on (B)(6) 2019 0530 feeling ill. Mouth filling up with spit of the sort which I have personally experienced right before vomiting when I was a kid. Got up spat out spit, did not vomit. Nauseated for a few minutes. Chief complaint: nausea. On (B)(6) 2019: fatigue.